Event description:
A home patient's peritoneal dialysis nurse (pd) reported that the home patient respiked used supply bags with a new cassette. The home patient was later diagnosed with peritonitis. The home patient presented to the hospital with abdominal pain and cloudy fluid. The home patient was admitted in 05 and discharged seven days later. Treatment is unknow. Twelve days later the home patient was admitted again and discharged fifteen days later. Treatment unknown. A third admission occurred about five weeks later for about two weeks. Treatment unknown. According to the pd nurse. The home patient has a yeast peritonitis. The home patient did not fully recover from the initial episode of peritonitis and subsequently was admitted again in 09/05 and 10/05. The home patient is currently on hemodialysis. No additional information available.